Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, as reported to mhra by the customer, during surgery, a fan retractor was used laparoscopically. When surgeon took it out of patient 2 pieces of plastic that is just below the fan was missing. Surgeon managed to find one piece but second remains missing. A component disengaged and was retrieved. There was no tissue loss or damage. There was no blood loss. The surgical time was extended over 30 minutes. No patient injury or jeopardy

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. One black piece was disengaged from the side of the instrument. The piece was received in a plastic bag. It was the clevis from one side of the instrument. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned did not function properly; the blades could be expanded fully. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.